Event description:
It was reported that the sys shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service evaluated the sys and reseated and tightened a power supply connector. The system operates as intended.